Event description:
It was reported that pericardial effusion occurred. An unspecified polaris dx steerable decapolar mapping catheters was selected to be advanced to the target lesion. During right-sided idiopathic ventricular tachycardia (vt) , patient's blood pressure dropped and pericardial effusion was noticed. Pericardial effusion was confirmed by intense cardio exercise (ice). The patient underwent surgery and pericardiocentesis was performed and 200 ml of fluid was removed from the patient. The patient is now stable.

Manufacturer narrative:
Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).